Manufacturer narrative:
Investigation summary: "material #: 367290, lot/batch #: 3013504. Bd had not received samples, but 1 photo was provided for investigation. The photo shows an unused device next to its shelf carton. Additionally, 10 retention samples from bd inventory were evaluated by visual examination for any hub defects and no issues were observed relating to inability to detach as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode inability to detach. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® multiple sample luer adapter to draw blood, the hub of the device got stuck in the connection of a central venous catheter. There was no report of adverse impact to patients or users.